Event description:
While monitoring a pt, the device's display briefly turned "completely orange" was not readable for a few moments. Due to the failure being intermittent, the user was able to continue using this device to continue monitoring the pt. There was no adverse effect to the pt due to the reported malfunction.